Manufacturer narrative:
(B)(4). Premature sled movement. The ec60 device was received for analysis with no visual non-conformances and with two cartridge reloads present. Reload b was received partially fired 2/3 indicating that the firing sequence was interrupted; reload c was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reloads b and c by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
It was reported that during an unknown procedure, the staples were malformed. The surgeon used another cartridge to deal with the lung, but it still failed. At last the surgeon used another device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.